Manufacturer narrative:
Date of event: exact date unknown, event occurred between (B)(6) 2015 to (B)(6) 2020. Literature source: ruben s-a., jose carlos I., belen martinez m., joan g., et al. Eijs-guided gastroenterostomy versus duodenal self-expandable metal stent for malignant gastric outlet obstruction: results from a nationwide multicenter retrospective study. Gastrointestinal endoscopy; 2022; 96:1012-20. Initial reporter address 1: (B)(6) (B)(4).

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "eus-guided gastroenterostomy versus duodenal self-expandable metal stent for malignant gastric outlet obstruction: results from a nationwide multicenter retrospective study." According to the literature, an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on an unknown date. It was reported that stent mis deployment was encountered. The patient also experienced bleeding. One bleeding was noted at the anastomosis which was treated with endoscopy procedure. The second bleeding was also noted at the anastomosis and a surgery was performed after failed attempt of endoscopy and radiology therapy. Perforation was also experienced by the patient, which was given with palliative treatment. Note: it was reported that the axios stent was intended to be placed to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The hot axios is not indicated to be implanted in a gastric outlet obstruction.